Event description:
It was reported that balloon rupture occurred. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was removed from the patient's body without any issues. The procedure was completed with another of same device. There were no patient complications nor injuries reported.